Event description:
It was reported that a flo-gard infusion pump had damaged equipment. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection revealed that the pump head door was damaged. The cause of the condition was not determined. To correct the condition, the pump head door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.